Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.027.051s, lot: 39p1780, manufacturing site: (B)(4), release to warehouse date: february 07, 2020, expiry date: january 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of lateral trochanter of femur. During the surgery, when inserting the blade, a guide wire was inserted several times, and then the blade was inserted and tightened. But the guide wire stuck together to the blade and the position of the blade was bad. After the blade was removed, the same blade was tried to be inserted again, but it got stuck in the sleeve and became unusable. The tip of the blade which could not be used was shaved and the shaft part was torn. Also, the gap of the shaft was completely opened, and the blade part was fixed even though it should be rotated. The surgery was completed successfully within 30 minutes delay. The patient outcome was unknown. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma (part#: unknown, lot#: unknown, quantity: 1). Insertion handle for suprapatellar (part#: 03.010.440, lot#: unknown, quantity: 1). 9 ti cann tibial nail-ex prox bend 315-s (part#: 04.034.343s, lot#: unknown, quantity: 1). This complaint involves 1 device. This report is for (1) unk ¿ plates. This report is 1 of 4 for (B)(4).